Manufacturer narrative:
Pump was received with cracked and bleeding lcd glass, cracked case at display window corner, battery tube threads, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump's display was shattered after the device was dropped. Customer also reported that it looked like there was ink leaking through the crack. Blood glucose level at the time of the incident was 176 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.